Event description:
The customer reported that the cautery pencil had a laceration in the cord and wires were exposed. The blue cord jacket was cut, both colored wires were visible, and partial bare copper wire on the white wire were visible.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.